Event description:
The autopulse platform (sn (B)(6) displayed a user advisory (ua) 18 (max take-up revolutions exceeded) error message. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer reported complaint that autopulse platform (sn (B)(6) displayed a user advisory (ua) 18 (max take-up revolutions exceeded) error message was confirmed based on the archive data review and functional testing. The root cause of the reported complaint was the failure of single point load cell #1. A review of the archive data indicated ua18, thus, confirming the reported complaint. The autopulse platform failed functional testing during take-up due to the displayed ua18 error message, confirming the reported complaint. Load cell #1 was over-reporting and was replaced to remedy the complaint. A load cell characterization check was performed after the replacement, and the device was tested with the lrtf (large resuscitation test fixture) for approximately 15 minutes without any issues. Following service, the autopulse platform passed the load cell characterization check and run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(6).